Event description:
It was reported that the surgeon had a strange feeling when implanting the intraocular lens (iol). When looked, the surgeon saw the trailing haptic entering the eye with a detached state, so it was removed, and the procedure was successfully completed using another lens of the same model. The issue prolonged the operation time. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Weight: unknown/no information. If implanted, give date: not applicable, there is no indication that the lens was implanted. If explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: jan 10, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: pieces of complaint lens were found loose inside a bag. The original folding carton, direction for use (dfu), patient stickers, implant notification card, and a plastic container was also received. Visual inspection under magnification revealed that the lens was returned cut and torn in pieces. The entire lens was not returned for evaluation and therefore detached haptic cannot be confirmed (the returned haptic was not separated from the cut optic body). The complaint issue could not be confirmed and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information/corrected data: additional information receive indicated that the delay was 20 minutes over to replace the lens it was clarified that the lens was fully inserted and removed when the doctor noticed the haptic detachment issue; therefore, the following fields were updated accordingly: section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h6: health effect - impact code: 4631 . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.